Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400). During the procedure, while being advanced and retracted through a px slim delivery microcatheter (px slim), a pc400 unintentionally detached within the px slim; therefore it was removed. The procedure was completed using a new pc400 with the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction to device available for eval: corrected from "yes" to no. Corrected from "no: device evaluation anticipated, but not yet begun" to no: other ¿ the hospital disposed of the device. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 1. Unique identifier.